Event description:
An infusor overinfused over 18 hrs instead of the anticipated 24 hrs. The infusor was filled to a total volume of 48 ml and contianed morphine and normal saline. Customer reports no adverse pt reaction or medical intervention as a result of the event.